Event description:
The complainant reports an under delivery. The reporter indicated that the intended delivery amount was 900ml at a rate of 85ml/hr to be delivered over 12hrs. However, the actual amount delivered was 500ml. (Method of measurement was visual assessment).

Manufacturer narrative:
(B) (4). (B) (4)